Event description:
It was reported that during a total colectomy, the upper ring ripped off and the bottom ring ripped into pieces. Not all of the pieces were found. Case completed with competitive device. No pt consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.